Event description:
Customer's mother reported a no delivery alarm on the insulin pump. Customer's mother attempted to resolve the no delivery alarm by running a self test, which failed. Customer's blood glucose level was 232 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.